Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During gamma3 surgery, when the surgeon inserted the blade to slit of the screw in patient body, the blade was no longer advance at the thread of the screw. The surgeon tried to insert several times, but the same situation continued. After that he inserted other ulag screw, the screw was inserted without any problems.

Event description:
During gamma3 surgery, when the surgeon inserted the blade to slit of the screw in patient body, the blade was no longer advance at the thread of the screw. The surgeon tried to insert several times, but the same situation continued. After that he inserted other ulag screw, the screw was inserted without any problems.

Manufacturer narrative:
Evaluation summary: no deviations were found during review of the manufacturing and inspection documents (DHR). The single units of the returned u-blade set were confirmed still being faultless. It could only be assumed that a small bone chip had accidentally hindered insertion of the u-blade in a slit of the lag screw resulting in unintended early resp. Unexpected wide spreading. Although a real cause could not be determined it was concluded that the event had not been caused by a deficiency of the device(s).